Manufacturer narrative:
Tip received in two pieces (handle and working part). Tip separated at approx. 23,25 mm between working part and handle (measured with measurement gauge type mitutoyocd15cpx valid to 05/2020). Tip is cavi #4; no smooth breakage; melted; breakage due to thermal influence; misuse possible. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke. The event outcome is unknown as of this MDR evaluation.